Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states she had a change battery now she then changed it and when she did the pump will not turn back on. She states she was not at home at the time and could not change it but now she has tried several batteries and none of them will make the pump come back on. The customer was guided for troubleshooting. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a backup plan per hcp instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.